Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and dat at 0.08740 inches. Pump received with stripped battery cap coin slot.

Event description:
The customer's mother was hospitalized for a high blood glucose exceeding 600 mg/dl and diabetic ketoacidosis. The customer was treated with IV drip. Additionally, the customer was unable to remove their battery cap from the insulin pump. During troubleshooting, the customer was unable to resolve the issue. The insulin pump was returned for analysis.